Event description:
Two discordant glucose results and one discordant sodium result were obtained on the advia 1800 for three different pts. These results were reported to health care providers. The initial glucose results were questioned and rerun. Corrected reports were issued. The pt with the discordant sodium result was sent to the ER where a new sodium test came out normal. There were no further reports of pt intervention or adverse health consequences due to the discordant glucose and sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose and sodium results was related to the small reservoir water pump (srwp). The pump was replaced. The seals in all vertical pumps were replaced, and the edev valve was replaced. The instrument is performing within specs. No further eval of the device is required.